Event description:
It was reported that the patient expired on (B)(6) 2012. The death was thought to be due to pancreatic cancer. The pump was removed by the funeral director prior to the cremation process and sent back for analysis. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type catheter. (B)(4). Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed sutureless connector coring, tears or cuts in the seal; however, no leak was seen in the lab.